Manufacturer narrative:
The reported event of inadequate capture threshold was not confirmed by analysis. During analysis, a failure event was observed which was unrelated to the reported event. Final analysis found an external insulation abrasion breaching the optim sheath was noted at 41.8 - 43.7 cm from the distal end consistent with the friction to device can.

Manufacturer narrative:
The results/ method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 2938836-2019-17782. It was reported that the patient was scheduled for a rv lead revision due to increased capture thresholds. During the procedure, the screw on the rv lead was easily retracted, but the lead reached a point of resistance in the ra. Mechanical extraction tools were used to get past this point. There was a tear in the subclavian vein during revision, so actions were taken to ensure patient stability. Pressure was maintained, and the vein was repaired. The rv lead and device was replaced. The patient was stable at the end of the procedure.